Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09974 and 2134265-2016-09975. It was reported that stent thrombosis (st) occurred. The target lesion was located in the right coronary artery (rca). Three synergy¿ drug-eluting stents were implanted in the rca and after 30 minutes, the patient experienced chest pain. Electrocardiogram (ECG) was performed and revealed stent thrombosis. Thrombectomy was done and a non-bsc stent was placed in the vessel. No further patient complications were reported and patient's status was fine.